Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicated the device was in rescue protocol mode and analyzed successfully stating no shock advised. Two minutes later the device is taken out of rescue protocol mode and analysis was not performed again until the device entered rescue protocol again 9 minutes later. The device analyzed as intended every two minutes for the remainder of the event. The user exited rescue protocol mode after the first analysis by pressing the back arrow. Once out of rescue protocol mode, the device will not analyze until the analyze button is pressed or the rescue protocol mode is activated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.